Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle drill bit 40mm (227457000) snapped in two places when attempting to drill into acetabulum, breaking at the connection of the drill bit/flexible screwdriver shaft and also the drill bit/drill guide point. All pieces were recovered. Patient status/ outcome / consequences: no.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.